Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
No medwatch form was received. The field experience of premature battery depletion was verified in the laboratory. The depleted battery was caused by an excessive current drain anomaly.